Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with presyncope symptoms and heart rate of 24 beats per minute. Upon interrogation, the right ventricular exhibited loss of capture. The lead was reprogrammed and the patient was hospitalized for lead revision. The lead was capped and replaced successfully. The patient was doing well and would continue to be monitored with routine follow up.